Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the shocking lead impedance had increased to greater than 200 ohms and the implantable cardiac defibrillator (ICD) was emitting tones as a result. A day later, the value had decreased back to a normal level. This impedance measurement had previously been stable. Technical services recommended further troubleshooting. At this time, this ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shocking lead impedance had increased to greater than 200 ohms and the implantable cardiac defibrillator (ICD) was emitting tones as a result. A day later, the value had decreased back to a normal level. This impedance measurement had previously been stable. Technical services recommended further troubleshooting. At this time, this ICD remains in service and no adverse patient effects were reported. The device was explanted and returned to the manufacturer without allegation or other information.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.